Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to produce an audible alarm when the pt's parameter settings for apneic condition were exceeded. A visual alarm for the apnea condition was displayed on the monitor's screen. It was noted that emergency treatment was administered to the pt. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the bedside monitor failed to produce an audible alarm when the pt's parameter settings for apneic condition were exceeded. A visual alarm for the apnea condition was displayed on the monitor's screen.